Event description:
As reported by the circulator, "patient was undergoing a robotic prostatectomy when the surgeon noticed the long bipolar forcep tip broke while being used inside the patient. The surgeon immediately asked the assist to pull the instrument out and the surgeon pulled the small piece of the instrument that broke in the patient. The surgeon thoroughly examined the patient and the instrument prior to surgical closure. An xr was not obtained as the tip that broke off was plastic."